Event description:
It was reported that the battery of the implantable pacemaker was alleged to be empty. Boston scientific technical services (ts) stated that the device last check was 4 years ago. This device remains in service. No adverse patient effects were reported.